Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc specialist reviewed the sample handling data and discovered that the customer did not follow the tube manufacturer's recommendations for centrifugation time. Siemens recommended that the customer handle samples per the tube manufacturer's instructions. A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse found the rotary valve seal with excessive lubricant and the air hole clogged. The cse cleaned and lubricated the rotary valve seal, replaced the pump rollers, the in-line filters and the x2 tubing. The cse performed a dilution check and ran precision testing, which were acceptable. The customer ran quality controls, which were acceptable. The cause of the discordant, falsely low sodium and potassium results on patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) results were obtained on seven patient samples on a dimension exl with lm instrument. Additionally, discordant, falsely low potassium (k) results were obtained on two of seven patient samples. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on the same instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium and potassium results.